Event description:
I had lasik surgery originally with monovision. I absolutely could not adapt and was told I must wait three months to reverse it. A few weeks before the reversal was scheduled I had an attack of acute vertigo. This seemed to clear up within a few days and I went ahead with the reversal. Within days of this second surgery, I had a more intense bout of vertigo and ended up in the hosp. After eliminating every other possibility, everything pointed at the lasik surgery. The refractive surgeon said it could not be related and washed his hands of me. I soon found out I had been left nearsighted in one eye, farsighted in the other with astigmatisms created in both eyes. Also my corneas were very lopsided and distored. I have had severe "aneisokonia" for the past 11 months with dizziness, headaches and nausea. My optometrist has tried fitting me with every kind of contact he could think of for months and nothing can be fitted. Glasses do not help because I also have a binocularity issue. My eyes continue to change and astigmatism is increasing. I am wearing a patch over the left eye at this point because of the agony of the overcorrection distortion etc.